Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. The root cause was identified as "incorrect use" due to the user stating, "red tab left in place and pump emptied to quickly." All information reasonably known as of 21-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30006217, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation but photos were provided. All information reasonably known as of 26-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 545 ml; flow rate: 4 ml/hr, 6 ml/hr, 8 ml/hr and 10 ml/hr; procedure: right anterior cruciate ligament (acl) and meniscus repair; cathplace: unknown; date of procedure: (B)(6) 2020. Pump start time: (B)(6) 2020 1:00 pm; pump end time: (B)(6) 2020 1:00 pm. It was reported the, "red tab left in place and pump emptied to quickly." There was no reported injury. The device was set at 4 ml/hr and "was at 10ml/hr yesterday and had decreased to 8ml/hr last night" and the following morning the patient reported he didn't change the dial but found it to be at 6ml/hr. The device was turned down to 4ml/hr, a slower rate, so the infusion would last longer. The patient started to have more pain and the pain was rated as 3/10 and described as mild throbbing on the side of the knee. The patient was taking oral (po) pain medications as needed. The patient denied any side effects such as ringing in ear, metal taste in mouth. He only noted increased pain.